Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 36mg/dl and the sensor is not working. Customer treated with maple syrup. Troubleshooting advised customer that the charger may not be working and that a replacement charger will be shipped to them. Customer declined low blood glucose troubleshooting. No further details given.